Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocated in the myometrium/migration'), uterine perforation ('uterus perforation') and complication of pregnancy ('pregnancy was complicated by iugr. Patient has a borderline history of chronic hypertension. Never had been on any medication') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "the coil on her right tube had been wrongly implanted, malpositioned device" on (B)(6) 2011 and device ineffective "device ineffective". The patient's medical history included pregnant, trichomonal vaginitis, urinary tract infection, abdominal cramps, acute bronchitis, anemia, asthma, uti, threatened abortion, skin infection, periorbital oedema, preseptal cellulitis, periorbital cellulitis, facial abscess, eczema, cellulitis of face, birth defects (her child was born with birth defect), multigravida, parity 4 (she had a vaginal delivery on (B)(6) without any complications) and depression. (B)(6) 2011 by dye test, on (B)(6) 2011, they were in and tubes were occulated. In 2016, transvaginal ultrasound (tvu: unilateral occlusion (left tube occluded), migration of essure device. On (B)(6) 2016, the hysterosalpingogram was performed ob/gyn. A scout radiograph was obtained prior to the procedure, and fluoroscopic images were obtained during the procedure. Impression: 1. °pacification and spillage from right fallopian tube consistent with CT findings suggesting malpositioned right ovarian tubal occlusion device. 2. No evidence of left tubal °pacification or spillage. (B)(6) 2017, impression: the patient was 28-year-old female presenting with primarily urologic symptoms; she was having dysuria with urinary frequency. Her physical exam was reassuring she does have mild lumbar spinal pain, however no clear cva tenderness. The patient's vital signs are reassuring patient is afebrile and not tachycardia, we did obtain a urinalysis that was consistent with a urinary tract infection. Clinical impression: urinary tract infection. CT scan of the abdomen and pelvis shows some small bowel thickening. Both tube is not blocked, I can still get pregnant, essure device was misplaced ((B)(6) 2015). 37 and 6 weeks presents for return ob visit pregnancy complicated with iugr at 9th percentile with normal fluid and dopplers. Ultrasound reviewed. Perceives adequate fetal movements. No bleeding or leakage of fluid. No contractions. Vital signs were reviewed. Pregnancy was complicated by iugr. Patient has a borderline history of chronic hypertension. Never had been on any medication. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included polycystic ovary since (B)(6) 2010, obesity, general body pain, abdominal pain lower, polyuria, urination pain, knee pain, dysfunctional uterine bleeding, bronchitis, bacterial vaginosis, suicidal ideation, depression, alcohol abuse and hypertension. Concomitant products included vitamins nos since 2016 for polycystic ovarian syndrome, metformin since 2016 for polycystic ovary as well as clomifene citrate (clomiphene citrate), desogestrel;ethinylestradiol (apri), ethinylestradiol;norethisterone acetate (microgestin), medroxyprogesterone and naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding/severe bleeding/heavy bleeding"), back pain ("back pain/lower back pain"), abdominal pain ("abdominal pain, cramping") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced menorrhagia ("severe menstrual flow / menorrhagia/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("severe menstrual cramps/ dysmennorhea (cramping)") and abdominal pain upper ("upper abdominal pain"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormone imbalance"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain ("pain / sharp shoot pain/ pelvic pain"). In 2016, the patient experienced device expulsion ("malposition of essure device: essure device for my right fallopian tube migrated/ location of device: uterus"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced iron deficiency anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy -hypersensitivity"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems") and complication of pregnancy (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication") and was found to have weight increased ("weight gain"). The patient was treated with oral contraceptive nos and surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine perforation, genital haemorrhage, iron deficiency anaemia, metrorrhagia, pregnancy with contraceptive device, device expulsion, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain upper, vaginal haemorrhage, hormone level abnormal, vaginal discharge, pelvic pain, weight increased, migraine, headache, gastrointestinal disorder, visual impairment and complication of pregnancy outcome was unknown, the back pain and abdominal pain had not resolved and the urinary tract infection, hypersensitivity, urinary tract disorder and bladder disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for back pain, dyspareunia and genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, complication of pregnancy, device expulsion, dysmenorrhoea, embedded device, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: from the same day of essure placement, consumer started experiencing back pain, abdominal pain, dyspareunia and severe bleeding. Her doctor said it was hormone imbalance and placed her on a pill. Recently she went to another doctor who did an ultrasound and discovered that the coil on her right tube had been wrongly implanted. It was concluded that the bleeding had been due to the malpositioned device. Removal of hysteroscopic coil would only be possible with either salpingectomy or hysterectomy depending on the location/ protrusion. The patient does not want to go for any surgical procedures at this time. She is, in fact, interested in trying to explore fertility options. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011, (B)(6) 2011. Patient received treatment for events ¿dysmennorhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain,menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleed,bladder problems, urinary problems, uti, weight 1961b (88.905 kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left occlusion only, migration, perforation. Left tube is blocked, but the right is patent and the essure is probably malpositioned. Pregnancy test - on (B)(6) 2007: results: positive. Ultrasound scan - on an unknown date: possible abnormal position of right essure represented by echogenic structure rn. Myometrium unchanged from (B)(6) 2012, if no essure at that time , then thls may represent a calcification; in 2012: results: essure dislocated in the myometrium; in 2015: results: coil on right tube wrongly implanted,malpositioned. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion, dyspareunia, pelvic pain, vaginal discharge and confirmed events back pain, abdominal pain and urinary tract infection, vaginal bleeding, pregnancy complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056739) on 23-oct-2015. The most recent information was received on 31-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocated in the myometrium/migration'), uterine perforation ('uterus perforation'), pregnancy with contraceptive device ('pregnancy birth - no complication'), menorrhagia ('severe menstrual flow / menorrhagia/ menorrhagia (heavy menstrual bleeding)') and complication of pregnancy ('pregnancy was complicated by iugr. Patient has a borderline history of chronic hypertension. Never had been on any medication') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the coil on her right tube had been wrongly implanted, malpositioned device" on (B)(6) 2011 and device ineffective "device ineffective". The patient's medical history included pregnant, trichomonal vaginitis, urinary tract infection, abdominal cramps, acute bronchitis, anemia, asthma, uti, threatened abortion, skin infection, periorbital oedema, preseptal cellulitis, periorbital cellulitis, facial abscess, eczema, cellulitis of face, birth defects (her child was born with birth defect), multigravida, parity 4 (she had a vaginal delivery on october 15 without any complications) and depression. (B)(6) 2011 by dye test, on (B)(6) 2011, they were in and tubes were occulated in 2016, transvaginal ultrasound (tvu: unilateral occlusion (left tube occluded), migration of essure device on (B)(6) 2016, the hysterosalpingogram was performed ob/gyn. A scout radiograph was obtained prior to the procedure, and fluoroscopic images were obtained during the procedure. Impression: 1. °pacification and spillage from right fallopian tube consistent with CT findings suggesting malpositioned right ovarian tubal occlusion device. 2. No evidence of left tubal °pacification or spillage. (B)(6) 2017, impression: the patient was 28-year-old female presenting with primarily urologic symptoms; she was having dysuria with urinary frequency. Her physical exam was reassuring she does have mild lumbar spinal pain, however no clear cva tenderness. The patient's vital signs are reassuring patient is afebrile and not tachycardia, we did obtain a urinalysis that was consistent with a urinary tract infection. Clinical impression: urinary tract infection. CT scan of the abdomen and pelvis shows some small bowel thickening. Both tube is not blocked, I can still get pregnant, essure device was misplaced ((B)(6) 2015). 37 and 6 weeks presents for return ob visit pregnancy complicated with iugr at 9th percentile with normal fluid and dopplers. Ultrasound reviewed. Perceives adequate fetal movements. No bleeding or leakage of fluid. No contractions. Vital signs were reviewed. Pregnancy was complicated by iugr. Patient has a borderline history of chronic hypertension. Never had been on any medication. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included polycystic ovary since (B)(6) 2010, obesity, general body pain, abdominal pain lower, polyuria, urination pain, knee pain, dysfunctional uterine bleeding, bronchitis, bacterial vaginosis, suicidal ideation, depression, alcohol abuse and hypertension. Concomitant products included vitamins nos since 2016 for polycystic ovarian syndrome, metformin since 2016 for polycystic ovary as well as clomifene citrate (clomiphene citrate), desogestrel;ethinylestradiol (apri), ethinylestradiol;norethisterone acetate (microgestin), medroxyprogesterone and naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding/severe bleeding/heavy bleeding"), back pain ("back pain/lower back pain"), abdominal pain ("abdominal pain, cramping") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramps/ dysmennorhea (cramping)") and abdominal pain upper ("upper abdominal pain"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormone imbalance"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain ("pain / sharp shoot pain/ pelvic pain"). In 2016, the patient experienced device expulsion ("malposition of essure device: essure device for my right fallopian tube migrated/ location of device: uterus"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced iron deficiency anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy -hypersensitivity"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems") and complication of pregnancy (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with oral contraceptive nos and surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine perforation, genital haemorrhage, iron deficiency anaemia, metrorrhagia, pregnancy with contraceptive device, device expulsion, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain upper, vaginal haemorrhage, hormone level abnormal, vaginal discharge, pelvic pain, weight increased, migraine, headache, gastrointestinal disorder, visual impairment and complication of pregnancy outcome was unknown, the back pain and abdominal pain had not resolved and the urinary tract infection, hypersensitivity, urinary tract disorder and bladder disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for back pain, dyspareunia and genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, complication of pregnancy, device expulsion, dysmenorrhoea, embedded device, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: from the same day of essure placement, consumer started experiencing back pain, abdominal pain, dyspareunia and severe bleeding. Her doctor said it was hormone imbalance and placed her on a pill. Recently she went to another doctor who did an ultrasound and discovered that the coil on her right tube had been wrongly implanted. It was concluded that the bleeding had been due to the malpositioned device. Removal of hysteroscopic coil would only be possible with either salpingectomy or hysterectomy depending on the location/ protrusion. The patient does not want to go for any surgical procedures at this time. She is, in fact, interested in trying to explore fertility options. Discrepancy noted in date of insertion- (B)(6) 2011 patient received treatment for events ¿dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain,menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleed,bladder problems, urinary problems, uti, weight 1961b (88.905 kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left occlusion only ,migration, perforation. Left tube is blocked, but the right is patent and the essure is probably malpositioned. Pregnancy test - on (B)(6) 2007: results: positive. Ultrasound scan - on an unknown date: possible abnormal position of right essure represented by echogenic structure rn myometrium unchanged from 8/29/12, if no essure at that time , then thls may represent a calclflcatlon; in 2012: results: essure dislocated in the myometrium; in 2015: results: coil on right tube wrongly implanted,malpositioned. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion, dyspareunia, pelvic pain, vaginal discharge and confirmed events back pain, abdominal pain and urinary tract infection, vaginal bleeding, pregnancy complication. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 31-mar-2020: medical records received: reporter, medical history, lab data were added. Event pregnancy was complicated by iugr. Patient has a borderline history of chronic hypertension. Never had been on any medication was added. Event genital bleeding , device deployment issue updated as non serious event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5056739) on 23-oct-2015. The most recent information was received on 11-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocated in the myometrium/migration'), uterine perforation ('uterus perforation'), genital haemorrhage ('general abnormal bleeding/severe bleeding/heavy bleeding'), pregnancy with contraceptive device ('pregnancy birth - no complication') and menorrhagia ('severe menstrual flow / menorrhagia/ menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the coil on her right tube had been wrongly implanted, malpositioned device" (seriousness criterion medically significant) on (B)(6) 2011 and device ineffective "device ineffective". The patient's medical history included pregnant, trichomonal vaginitis, urinary tract infection, abdominal cramps, acute bronchitis, anemia, asthma, uti, threatened abortion, skin infection, periorbital oedema, preseptal cellulitis, periorbital cellulitis, facial abscess, eczema, cellulitis of face and birth defects (her child was born with birth defect). (B)(6) 2011 by dye test, on (B)(6) 2011, they were in and tubes were occulated in 2016, transvaginal ultrasound (tvu: unilateral occlusion (left tube occluded), migration of essure device on (B)(6) 2016, the hysterosalpingogram was performed ob/gyn. A scout radiograph was obtained prior to the procedure, and fluoroscopic images were obtained during the procedure. Impression: 1. °pacification and spillage from right fallopian tube consistent with CT findings suggesting malpositioned right ovarian tubal occlusion device. 2. No evidence of left tubal °pacification or spillage. (B)(6) 2017, impression: the patient was (B)(6) female presenting with primarily urologic symptoms; she was having dysuria with urinary frequency. Her physical exam was reassuring she does have mild lumbar spinal pain, however no clear cva tenderness. The patient's vital signs are reassuring patient is afebrile and not tachycardia, we did obtain a urinalysis that was consistent with a urinary tract infection. Clinical impression: urinary tract infection. CT scan of the abdomen and pelvis shows some small bowel thickening. Both tube is not blocked, I can still get pregnant, essure device was misplaced ((B)(6)2015). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included polycystic ovary since (B)(6) 2010, obesity, general body pain, abdominal pain lower, polyuria, urination pain, knee pain, dysfunctional uterine bleeding, bronchitis, bacterial vaginosis, suicidal ideation, depression and alcohol abuse. Concomitant products included vitamins nos since 2016 for polycystic ovarian syndrome, metformin since 2016 for polycystic ovary as well as clomifene citrate (clomiphene citrate), desogestrel; ethinylestradiol (apri), ethinylestradiol; norethisterone acetate (microgestin), medroxyprogesterone and naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/lower back pain"), abdominal pain ("abdominal pain, cramping") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramps/ dysmenorrhea (cramping)") and abdominal pain upper ("upper abdominal pain"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormone imbalance"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain ("pain / sharp shoot pain/ pelvic pain"). In 2016, the patient experienced device expulsion ("malposition of essure device: essure device for my right fallopian tube migrated/ location of device: uterus"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced iron deficiency anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy -hypersensitivity"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with oral contraceptive nos and surgery (essure removal (B)(6) 2019). At the time of the report, the embedded device, uterine perforation, genital haemorrhage, iron deficiency anaemia, metrorrhagia, pregnancy with contraceptive device, device expulsion, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain upper, vaginal haemorrhage, hormone level abnormal, vaginal discharge, pelvic pain, weight increased, migraine, headache, gastrointestinal disorder and visual impairment outcome was unknown, the back pain and abdominal pain had not resolved and the urinary tract infection, hypersensitivity, urinary tract disorder and bladder disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for back pain, dyspareunia and genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, device expulsion, dysmenorrhoea, embedded device, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: from the same day of essure placement, consumer started experiencing back pain, abdominal pain, dyspareunia and severe bleeding. Her doctor said it was hormone imbalance and placed her on a pill. Recently she went to another doctor who did an ultrasound and discovered that the coil on her right tube had been wrongly implanted. It was concluded that the bleeding had been due to the malpositioned device. Removal of hysteroscopic coil would only be possible with either salpingectomy or hysterectomy depending on the location/ protrusion. The patient does not want to go for any surgical procedures at this time. She is, in fact, interested in trying to explore fertility options. Discrepancy noted in date of insertion- (B)(6) 2011. Patient received treatment for events ¿dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain,menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleed,bladder problems, urinary problems, uti, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Imaging procedure - on (B)(6) 2014: left occlusion only, migration, perforation. Pregnancy test - on (B)(6) 2007: results: positive. Ultrasound scan - in 2012: results: essure dislocated in the myometrium; in 2015: results: coil on right tube wrongly implanted, malpositioned. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion, dyspareunia, pelvic pain, vaginal discharge and confirmed events back pain, abdominal pain and urinary tract infection, vaginal bleeding. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure dislocated in the myometrium/migration'), uterine perforation ('uterus perforation'), genital haemorrhage ('general abnormal bleeding/severe bleeding/heavy bleeding'), pregnancy with contraceptive device ('pregnancy birth - no complication') and menorrhagia ('severe menstrual flow / menorrhagia/ menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the coil on her right tube had been wrongly implanted, malpositioned device" (seriousness criterion medically significant) on (B)(6) 2011 and device ineffective "device ineffective". The patient's medical history included pregnant, trichomonal vaginitis, urinary tract infection, abdominal cramps, acute bronchitis, anemia, asthma, uti, threatened abortion, skin infection, periorbital oedema, preseptal cellulitis, periorbital cellulitis, facial abscess, eczema, cellulitis of face and birth defects (her child was born with birth defect). (B)(6) 2011 by dye test, on (B)(6) 2011, they were in and tubes were occulated in 2016, transvaginal ultrasound (tvu: unilateral occlusion (left tube occluded), migration of essure device on 1(B)(6) 2016, the hysterosalpingogram was performed ob/gyn. A scout radiograph was obtained prior to the procedure, and fluoroscopic images were obtained during the procedure. Impression: 1. °pacification and spillage from right fallopian tube consistent with CT findings suggesting malpositioned right ovarian tubal occlus quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- new events metorhagia (bleeding b/w periods), anemia, allergy ¿hypersensitivity, pregnancy birth - no complication, device ineffective, uterus perforation, bladder problems, urinary problem, vision problems, gi conditions were added. Outcome of urinary tract infection update to recovered / resolved. Lab data, medical history were added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.